Event description:
It was reported the device was defective. Followup indicates the lower display was illegible (vertical voids). The device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) was missing segments. Analysis also found the upper case, lower case broken, two side bail covers, and battery drawer were broken. Battery contacts were compressed, two control knobs were missing, and keyboard pad was scratched (cosmetic). (B)(4).